Manufacturer narrative:
An event of valve replacement due to stenosis, valve dysfunction, and the leaflets of the valve being calcified was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. During a follow-up an echocardiogram was performed and severe aortic stenosis was noted. The patient was admitted to hospital on (B)(6) 2020. On (B)(6) 2020, the valve was explanted and replaced with a 23mm medtronic freestyle. Upon explant calcification was reported on all three leaflets. The patient was reported to be recovering post explant procedure.